Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no power supply being present could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no power supply, dust was noted adhered to the inside part of the main unit, corrosion of video connector receiving contacts and dirt on liquid adhesion was noted, and the output connector (light guide connection) was worn out, resulting in backlash during connection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center; indicating the video system center had no power supply. There was no harm or user injury reported due to the event.